Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge would not fit onto the pump. Additionally, it was reported that the cartridge leaked at the septum after the cartridge was filled with 480 units. The user's blood glucose (bg) level was 323 mg/dl. Reportedly, the user would deliver a bolus via the pump to address bg level. The user successfully loaded a new cartridge and resumed insulin delivery.